Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Lot number information is not available. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that recurring knives were blunt during surgery. Alternate knives were obtained in order to continue each procedure. There was no impact to any patient. Additional information has been requested.